Event description:
Subsequent to the initial follow up MDR-00555844, a correction is required.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No injury or medical intervention was reported.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred on (B)(6) 2023 for g7 wearable with serial number (B)(6). However, g7 wearable with serial number (B)(6) was returned for evaluation. The sensor was inserted into the arm on (B)(6) 2023. The product was evaluated. An external visual inspection was performed and passed. Nordic bluetooth pairing test was performed and failed. No data was provided for evaluation for serial number (B)(6). The allegation was undetermined. The probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D9: device availability - additional information. G3: date received by manufacturer - additional information. G6: type of report - follow-up. H2: type of follow up - additional information/device evaluation. H3: device evaluated by manufacturer - additional information. H6: adverse event problem - additional information.